Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the forearm. A 7.0 x 60, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for few seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.